Event description:
The consumer sat down on the seat of the rollator when the front right wheel bolt allegedly snapped off the wheel, causing the rollator to tip and the consumer to fall. No serious injury is alleged.

Manufacturer narrative:
No injury reported. The consumer reportedly went to sit in the chair and the wheel bolt snapped off resulting in the rollator to tilt and the consumer fell to the floor. If the caster was permitted to loosen, improper maintenance of this type can result in bending and eventual fracture of a stem bolt. Current user guides cover this area. User error/improper maintenance is likely cause of this incident. As a courtesy, the device was replaced. MDR filed as a conservative measure.